Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Location where event occurred: hospice.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the death was not related to the ICD system. The patient was placed on hospice care and the family requested defibrillation therapy be disabled on (B)(6) 2013, the patient expired on (B)(6) 2013.